Manufacturer narrative:
This is a final report. The complaint involved a training issue related to incorrect test strips, hence no product will be returned for investigation. Additionally, the test strips the customer was attempting to use expired in april, 2008.

Event description:
A customer and her friend reported that because she had incorrect test strips (classic), her freestyle lite blood glucose meter would not work. She further reported that due to this, she subsequently experienced a loss of consciousness. No third-party medical intervention was undertaken. Customer denied self-treating. There was no report of death or permanent injury associated with this event.